Event description:
Pt was a previous heart attack victim diagnosed with unstable angina. To cath lab for insertion of stent. Balloon ruptured in artery requiring emergency bypass surgery. Pt was discharged home in 12 days and has recovered from surgery.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.